Event description:
The customer reported that the system displayed a no input signal error message. No pt injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The display adapter circuit board was replaced. The system was tested and operates as intended.